Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. However, a disconnection of the set is a known cause for introducing air into the disposables. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while performing peritoneal dialysis, a home patient (hp) had received a system error 2240 (air in set) alarm on the homechoice (hc) device during dwell two of four. During troubleshooting, it was found that one of the supply bags had disconnected. The technical service representative (tsr) assisted the hp in clearing the alarm and ending therapy. The hp was to start over with new supplies. No patient injury or medical intervention was indicated in association with this report. No additional information is available.